Event description:
It has been reported to philips that the wireless footswitch did not work. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Upon investigation, it showed that intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. Philips has confirmed that the reported failure is due to a local circumstance or a hardware defect. However, the exact cause of the issue is unknown. When the base station or footswitch is in error mode it blocks x-ray switching functions by means of the wireless footswitch. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. The philips field service engineer (fse) identified the wireless footswitch was not working. To resolve the issue, the fse replaced the wireless footswitch (wfs). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.